Manufacturer narrative:
Voluntary medwatch report received: mw5147211.

Event description:
Voluntary medwatch report received reported that the left ventricular lead exhibited low pacing impedance. The implanted system remains in service. No adverse patient effects were reported.